Event description:
The manufacturer received information alleging particles in device and tubing. Particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging particles in device and tubing. Particles in airway from device related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection was completed by the manufacturer. The manufacturer was unable found presence of any particles or contamination anywhere in the device or the humidifier/chamber. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. Section d9, g3, h6 has been updated / corrected.